Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high rates ¿ non-sustained (hr-ns). The stored hr-ns episodes show that the alert was due to t-wave oversensing (twos) post ventricular sense. The lead remains in use. No patient complications have been reported as a result of this event.